Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving heparin (1250) via an implantable infusion pump. It was reported that during a refill appointment they expected 5 ml and got back 20 ml.